Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after lesion predilatation with a trek balloon, the xience prime stent delivery system failed to cross the moderately tortuous and calcified lesion in the left circumflex. Removal of the stent delivery system was difficult and there was concern about stent dislodgement, so it was decided to deploy the stent, covering 70% of the lesion. The stent was post-dilated and the remaining lesion was treated with angioplasty. There was no adverse patient effects and no clinically significant delay in procedure. There was no additional information provided.